Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was damaged. There was patient contact. Through follow up, it was learned that the tip of the cartridge touched the patient's eye. There was no patient injury. A 3-piece lens was implanted as a replacement lens. The damaged iol was discarded. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.